Event description:
It was reported that (1) pro46 was used during a unknown procedure. It was reported by the rep that when using the pro46 to remove a specimen from the abdomen, the pouch tore away from the structural rings and the bag collapsed. The bag was removed and the surgeon proceeded to pull the specimen out through the trocars piece by piece. There was no consequence to pt.